Manufacturer narrative:
See MFR: 3012307300-2018-01712.

Event description:
It was reported that a patient can smell the remodulin medication on the cadd® cadd-ms® 3 ambulatory infusion pump that is being used to infuse the medication and believes that the pump is leaking. The patient states that the cartridge is not running dry sooner than usual and did not see any liquid coming out. However, the patient still states that there is leaking and a smell of the medication. Remodulin is a vasodilator that is used for the treatment of pulmonary arterial hypertension. No adverse events reported.

Manufacturer narrative:
One smiths medical cadd-ms® 3 ambulatory infusion pump was returned for analysis. There were no signs of fluid ingression upon exam. The complaint was not confirmed however another problem was noted. The drive rod assembly was found to be faulty which is causing push rod from advancing.

Event description:
Additional information was received which indicated that there were no clamps, kinks, or occlusion in the line. The patient did not state the origin of leaking during the time of the call.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).